Event description:
It was reported that the day after initial implant the right atrial (ra) lead was found to be dislodged and pacing in the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).